Event description:
The surgery center reported that a laser vision correction patient experienced irregular astigmatism more on the left eye than the right eye at post lasik. The treatment date was (B)(6) 2004 and discovery date was (B)(6) 2014. The surgery¿s brief description was that patient presents for enhancement evaluation and the orbscan suggests irregular astigmatism more on the left eye than the right eye. Follow up revealed the patient¿s record was referred and reviewed by an outside provider and was diagnosed with ectasia. The patient has been contacted by the outside provider to schedule a cross-linking but to the surgery¿s knowledge the patient has not responded to the attempts made from the outside provider.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.